Event description:
The depuy mitek rep. States that during a sad operation the ceramic portion of a vapr se electrode broke off into the pt. There was no pt consequence. All of the broke fragment was retrived and the case was concluded without further incident.